Event description:
Customer reported unexpected negative reactivity on the echo. A patient sample with the history of anti-fya was tested on the instrument and resulted as negative.

Manufacturer narrative:
The review of the customer instrument result files indicate negative reactions with all 3 cells of capture-r ready screen (crrs) 3. A service call was made. The instrument was tested and operated within specifications with no problems observed.the reactivity of the fya antigen was confirmed on retention crrs 3, lot r049 with anti-fya. This was the same lot of crrs 3 used by the customer.the returned sample reported to have anit-fya was tested on our in-house echo with crrs 3, lot r049. The sample resulted in negative antibody screen.the sample was tested with selected fy(a+b+), fy(a+b+) and fy(a+b-) from retention panocell-10. A room temperature incubation was included. Two sets of testing parameters were used. One set was for immediate spin (is) and room temperature (rt). The second set is at 37c and at indirect antiglobulin (iat). Sample was nonreactive in all phases of testing.